Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. The complaint sample was returned and visually inspected upon receipt. No anomalies were found during visual inspection. A review of the device history revealed no production related anomalies. The sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. (B)(4).